Event description:
Customer reported a possible morphine over infusion. The morphine orders were 1.4mg bolus, lock out 6 minutes, and maximum 8 bolus injection per hour. The patient developed respiratory failure and had to be resuscitated. The patient was intubated, received multiple medications, and was transferred to the ICU. The patient was discharged home on (B)(6) 2014 in stable condition. Customer does not suspect programming or device errors but is requesting event log review to ensure device was programmed and working correctly from 1400 to 2359 on (B)(6) 2014. Manufacturer's report number: 2016493-2014-00285. (B)(4).

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Devices not received, log review only. The customer's report of a possible overinfusion was not confirmed. A review of the associated pcu event log for the pca infusion indicates that the device was programmed as reported by the customer. A morphine standard (2 mg/ml) pca infusion was started at 2:34 pm on (B)(6) 2014. The infusion was programmed as a pca only infusion (no basal) with preset parameters of 1.4 mg bolus, lock out every 6 minutes and max limit of 12 mg/hr. The infusion ran until 11:09 pm that evening with 27 boluses being delivered for a total of 37.8 mg. No devices were returned for this investigation. The root cause of the customer's report was not determined.